Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2016. The device records 5 power ups containing nonsensical data up to the (B)(6) 2016, a device service required prompt was given on each occasion. The technical log indicates this had been caused by the device not powering up in 500p CPR advisor mode. No further data was recorded. A test pad-pak was installed and the device passed a self-test. The instructional leds operated out of sequence. The device powered off with a device service required prompt and a flashing red status led and failure chirp. This would indicate a fault. The memory log was again downloaded and showed the device had not powered up in 500p advisor mode resulting in the device service required prompt. A test shock was delivered without fault and an acceptable measurement was recorded. No instructional leds were visible throughout the power up and no CPR advisory prompts were given during the CPR stage. The device powered off with a device service required prompt and a flashing red status led and failure chirp. Investigation found the reported fault can be attributed to a misaligned membrane tail. This resulted in the j11 connector not correctly aligning with the membrane tail tracks and the device not powering up in the correct mode. Further misalignments along the membrane tail resulted in the absence of instructional leds. The device performed to specification throughout testing on the (B)(6) 2016 and would indicate the fault was of an intermittent nature.